Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Name of initial surgical procedure done on (B)(6) 2018? The diagnosis and indication for the initial surgical procedure? What was surgical approach (open, laparoscopic or other)? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? Please provide surgical findings/details of the re-operation on (B)(6) 2019. Mesh location and integrity? Was any deficiency or anomaly of the mesh? If yes, please describe it. Are there any pictures available? The relationship of fibrous formation to device implanted? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? It was reported that ¿during MRI, a fibrous formation irritating the nerves was observed." What is the name of the nerve? How was the fibrous formation affected nerves that were near?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2018 and the mesh was implanted. It was reported that at the awakening, pain was at the level of thighs. One month after the procedure, the patient experienced pain like electric shocks, foreign body sensation and post-exertion pain inside vagina and in the perineal area. Anti-inflammatory treatment was effective but the pain restarted when stopping it. A granuloma noticed at the level of the scar at left when performing an echography. During MRI, a fibrous formation irritating the nerves was observed. Infiltration of ganglion impar was done and without effect. It was also reported that several sessions of kinesitherapy/internal massage, were performed but also without effect. The pain increased despite a treatment with laroxyl, co doliprane and doliprane. The device has been explanted on (B)(6) 2019. Additional information has been requested.